Event description:
It was reported that a revision hip surgery was performed due to a broken cone of stem.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. An analysis performed by our research concluded the following: fretting and metal transfer observed on the modular neck were likely due to contact between the neck and stem tapers during insertion of the neck into the stem, subsequent in-vivo fatigue loading, and removal of the neck from the stem. Scratches seen on the delta ceramic head were likely due to removal of the implant. The stem reported in the complaint was not received for analysis. There were no indications of any manufacturing or material deviations found in this investigation. A dimensional inspection was not able to be performed due to damage of the devices. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.